Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 6.0 inr/2.5 inr; 3.6 inr/2.67 inr; 4.4 inr/3.35 inr; 3.0 inr/2.29 inr; 4.8 inr/3.64 inr; 4.1 inr/3.07 inr; 2.9 inr/2.15 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.